Manufacturer narrative:
Batch review performed on 22-oct-2023 lot 2308644: (B)(4) items manufactured and released on 11-may-2023. Expiration date: 2028-04-20. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 1 month after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.